Event description:
It was reported to philips that the fluoroscopy could not be performed. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the during a planned treatment procedure was performed when the issue happened. The procedure was completed successfully after the footswitch was repressed. The field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the log, fse found the tube voltage output was below the reference value, and the cathode output was lower than the anode's, occurring multiple times. Upon troubleshooting, fse inspected the x-ray tube's high-voltage cable, found no discharge marks, and cleaned and reconnected the cables. To resolve the problem, fse replaced the board, adjusted the x-ray output and grid switch and return the part for further analysis, but no failure was found. After replacement of kvma board, the system was restored to normal working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and procedure was successfully completed, after the footswitch was repressed. It is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.